Event description:
The user facility reported that after a completed cycle an operator received a burn from the s40 sterilant container. She flushed the burn with water and sought medical attention. Silvadene ointment was applied and the operator returned to work. The operator is fine with no sustaining injuries. No procedural delays or cancellations were reported.

Manufacturer narrative:
The user facility responded to steris' offer of in-service and training will be conducted on (B)(6) 2013 on the importance of proper ppe and s40 disposal procedures.

Manufacturer narrative:
A steris service technician inspected the unit including the tubing and aspirator and found the unit to be operating properly. The technician ran a diagnostic and processing cycle and confirmed the unit to be operating properly. The user facility reported that the operator removed the s40 container, brought it over to the sink and slowly turned on the water. It was at this point that the operator noticed the reported burning sensation on her hip. The account manager informed the user facility of the proper ppe that should be worn when handling s40 and the proper disposal practices that should be followed as stated in the system 1e operator manual. Section 3-4 of the operator manual describes the proper disposal procedures. The operator manual further states (pp.3-4), "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures". Steris offered in-service training on the importance of proper ppe and s40 disposal procedures however the user facility has not responded.